Manufacturer narrative:
Additional information provided from the customer no longer makes this file MDR reportable.

Event description:
The customer reported that the male luer tip broke off at the hub. The event occurred in the ICU. Although multiple attempts made there are no additional event details provided by the customer.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the male luer tip broke off at the hub. The event occurred in the ICU. Although multiple attempts made there are no additional event details provided by the customer.